Event description:
The patient¿s hospital discharge summary was reviewed. The patient was seen in the ER prior to his death due to apparent bowel ischemia. The patient¿s entire small bowel was found to be ischemic due to midgut volvulus. The patient¿s condition was ruled non-recoverable, and he was transitioned to comfort care and expired later that day. No additional pertinent information has been received to date.

Event description:
It was reported that the patient passed away as identified in an online obituary. No information on the cause or circumstances of death was apparent. The generator and lead device history records were reviewed, and it was found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication from the county medical examiner showed that the patient¿s death occurred less than 24 hours after admission to a hospital. No additional pertinent information has been received to date.